Manufacturer narrative:
Device was explanted and returned for analysis. An explant date was not provided. Prior to the analysis of the device, the quality documents accompanying the manufacturing process for this ICD were re-investigated. All production steps were performed accordingly, and the final acceptance test proved the device functions to be as specified. Next, the device was interrogated. The interrogation could be properly performed and revealed the mos1 battery status. Battery trend data showed a temporary voltage drop followed by recovery of the battery voltage. Next, the ICD was subjected to a functional inspection. All therapy functions were available and worked as expected. The current consumption of the ICD was checked and found to be normal and as expected. Analysis of the battery condition, however, showed an inconsistency of charge taken from the battery and the battery voltage. A premature battery depletion could be confirmed during analysis. Therefore, the device was opened and the inner assembly was inspected. The visual inspection of the inner assembly showed no anomalies. The overall current consumption of the electrical module was directly measured and proved to be normal and as expected. Next, the battery was sent to the manufacturer for a thorough analysis. During analysis of the battery lithium plating was identified, which led to an elevated internal self-depletion and, as a result, to the clinical observation. Please note, that this ICD is subjected to the field safety corrective action, bio-lqc, initiated in (B)(6) 2021.

Event description:
After an implantation period of approx. 44 months, it was reported that the device shows the eri status via homemonitoring. The ICD was replaced. Please note this ICD is affected by a field safety corrective action, bio-lqc, initiated in march 2021.